Manufacturer narrative:
Results: it is unknown if a sample will be returned for evaluation. A review of the device history record could not be performed as a lot number for this incident was not provided. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Conclusion: without a sample, an absolute root cause for this incident cannot be determined. (B)(4).

Event description:
It was reported that the wife of a consumer (who is a registered nurse) gave him an injection with a 25 g x 1 in. Bd integra 3 ml syringe with detachable needle and the needle broke off at its base and could not be found. The consumer had an x-ray but the needle was not found. No further information about this incident was provided.